Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with I&d of multiple inclusion cysts of the vulva; due to cystocele, rectocele and stress urinary incontinence.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent revision of pubovaginal sling (vaginal approach) and urethrolysis on (B)(6) 2012 due to voiding dysfunctions and periurethral fibrosis. It was reported that patient underwent urethral mesh excision and urethrolysis on (B)(6) 2013 due to pelvic pain, and history of urethral sling. No additional information was provided.